Manufacturer narrative:
(B)(4).subsequent to the initial medwatch report, the customer indicated the proglide device is not available for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after advancing the knot over the wire to the artery surface, hemostasis could not be achieved. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. A five minute delay in the procedure occurred due to the product experience, but was not considered clinically significant. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.